Manufacturer narrative:
According to the received information from the field, a technical device failure is likely. However, to determine an exact root cause an investigation on the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.this is a final report.

Event description:
The user reported intermittent hearing with the device when opening the mouth to yawn or chew. Additional information stated that the user started to notice the intermittencies last summer (2018). The recipient has radical cavity. The user is on the wait list for reimplantation but no date for the surgery has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported intermittent hearing with the device when opening the mouth to yawn or chew. There was no accident or trauma to the implant site reported. Vibrant clinical support will be contacted to determine the next possible steps for this user. Additional information stated that the user started to notice the intermittencies last summer.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the patient experienced intermittent access to sound with the device, no trauma or impact to the device was reported. The problems given in the patient report seem to be congruent with the damage found. This is a final report.

Event description:
The user reported intermittent hearing with the device when opening the mouth to yawn or chew. There was no accident or trauma to the implant site reported. The device has been explanted.